Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. After battery installation, unit powered up with open book image. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review through adapt, pump error 35 alarm was recorded on (B)(6) 2024 at 10:43:00.000 hour. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was detected on electronic assembly and force sensor gold traces. Isolate to electronic assembly. Unit also received with battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, scratched case, and stained keypad overlay. In conclusion customer concern of pump error 35 was confirmed. Pump error 35 was caused by corrosion of electronic assembly, triggering open book image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35:a broken force sensor that was detected during seating or regular delivery. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880 was requested and customer response was the device will be returned.